Manufacturer narrative:
(B) (4). This lot# is etched on the electrode when manufactured. Lot#. The sterilization lot# is 014061 which shows that product was sterilized 03/2006. Evaluation summary: (B) (4) - resectoscope cutting loop electrode. Visual inspection confirmed the wire loop breakage. Color of wire was darker with heat marks at break site on both sides of the wire. The dimensions of the electrode were within specification. There was no damage to other parts of electrode. The healthcare professional indicated that the surgeon does work at a fast pace. The weight of the person is unknown. The electrosurgical unit used was a valley lab force x. Cause of event: based on the information provided, operational context contributed to event. One factor is that a high electrosurgical setting was used for cut and coag. In addition, the surgeon must be mindful of the speed of resection.

Event description:
During a turp (transurethral resection of the prostate) procedure, the cutting wire loop broke and was retrieved from the patient. There was no delay in the procedure. There was no consequences to the patient. The procedure was completed without further incident.